Event description:
The manufacturer was notified that on (B)(6) 2020, a perceval valve pvs27 was implanted and explanted on the same day. A carbomedics top hat aortic valve s5-025 was finally implanted. No further information was received.

Manufacturer narrative:
The manufacturer received additional information identifying that the perceval did not fit right due to anatomical anomalies and the site decided to implant the top hat instead due to the young age of the patient. 30 minutes of additional x-clamp time was added to the procedure. The patient had an uneventful recovery and remains well. The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n (B)(6) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Given the additional information the manufacturer will not perform any further investigations and will proceed with the conclusion of the event analysis. The event is attributable to the patients anatomical anomalies and thus the root cause is deemed to be cause traced to patient geometry, event not related to the device.

Event description:
The manufacturer received additional information identifying that the perceval did not fit right due to anatomical anomalies and the site decided to implant the top hat instead due to the young age of the patient. 30 minutes of additional x-clamp time was added to the procedure. The patient had an uneventful recovery and remains well.